Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1600424 investigations did not show issues related to the complaint. The device has not been returned or investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The tip of the applier is broken and the clips are falling out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used. Biological material is present on the inside of the jaws. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. A functional inspection was performed by attempting to apply clips. The trigger was engaged using hand pressure. An audible ratchet sound could be heard indicating that the internal ratchet ears are intact. Upon partial engagement, one clip properly loaded into the jaws. Upon complete engagement of the trigger the clip was able to properly close and release from the jaws of the applier. No functional issues were found with the returned autoendo5. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. A corrective action is not required at this time as there were no functional issues found with the returned autoendo5. Other remarks: the reported complaint of a damaged jaw on the applier was not confirmed based upon the sample received. The returned device had no visible damage to the jaws and was able to properly load, apply, and release clips from its inner channel upon engagement of the trigger. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned autoendo5.

Event description:
The tip of the applier is broken and the clips are falling out. The patient's condition was reported as fine.